Manufacturer narrative:
Philips has investigated this complaint. Philips field service engineer (fse) inspected the system onsite and confirmed that c-arm movement is free and table movement got stuck, due to issue with calibration. Fse, performed calibration of c-arm. After recalibration of c-arm, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Health impact code was corrected.

Event description:
It has been reported to philips that c-arm stopped moving. The system was in clinical use. There was no reported patient or user harm. A philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. Troubleshooting actions showed a problem with the arm calibration. The fse recalibrated the c-arm and returned the system to use in good working order. Philips has started an investigation of this complaint. A follow up report will be submitted when further information is received.